Event description:
The device was being used during routine pt monitoring. Reportedly, the device emitted a loud noise. This was alleged to occur intermittently. There was no affect on pt treatment as a result of this alleged discrepancy. The local factory service rep visited the facility and examined the device. The rep observed proper device operation. The rep reviewed the device eval with the reporter. It was at this time, the reporter claimed that approx 2 weeks prior, staff tried to deliver defibrillator therapy to a pt two times. The device defibrillator reportedly reached a charge ready state, but then the charge would spontaneously "go away" on its own. The reporter had no additional event info.